Event description:
Patient was unable to return their blood because of clots in the extracorporeal system (bloodline and dialyzer). Nurse stated that the fresenius dialysis machine was continuously alarming during the treatment with a "no fill" alarm. This alarm indicates that no dialysate fluid (acid/bicarb) was going to the dialyzer, which means that air is entering the system. This can cause major clotting, in both the bloodlines and dialyzer, if not addressed immediately. Patient lost app. 190cc of blood because the blood had coagulated to the point where it could not be rinsed back. Hemoglobin and hematocrit levels taken, showing low results which prompted a blood transfusion for the patient.

Manufacturer narrative:
Manufacturing waiting on samples for evaluation.